Event description:
It was reported that while in the cardiology department the intra-aortic balloon (iab) was inserted via a sheath in the patient's left femoral artery. Indication for intra-aortic balloon pump (iabp) therapy was noted as preparing for coronary artery bypass graft (CABG) surgery. After nine hours of iabp therapy, the pump alarmed "possible helium loss" and blood was noted in the line. The iab was removed and not replaced because the patient was in good condition. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. There was no reported delay or interruption in iabp therapy. The patient outcome is fine.

Manufacturer narrative:
(B)(4).